Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 64 (mg/dl). Reportedly, customer has recently been dealing with an unspecified illness. Customer consumed candy and ginger ale to treat their bg level. Recommendation was made to consult with health care provider to discuss diabetes management.